Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a versacross connect access solution was selected for use. A small effusion was observed behind the appendage and monitored with tee. The physician elected to stop the procedure and reschedule. The patient remained stable, did well overnight, and was discharged. Full recovery is expected. The device is not expected to be return due to disposal.